Event description:
Rn administrating blood transfusion when observed leak from tubing. Rn hung packed red blood cells (prbcs) at 2110. During infusion rn noticed a leak at the connection where 2 proximal tubings meet on top of the filter. Infusion stopped at midnight, unable to continue infusion due to this event, bag wasted. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A f/u report with failure investigation results will be submitted once the eval is completed.